Manufacturer narrative:
No further info is available on the repair of the bed at this time.

Event description:
The account alleges the brake casters will roll after the brake is set. There was no reported injury.